Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0547-06. Failure analysis center investigator observed that the device would not turn on. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the reported malfunction to be an excessive current leakage from a filter, fl9, on the analog pcb assembly. The excessive leakage depleted the internal hlc battery. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.